Manufacturer narrative:
Livanova deutschland manufactures the s5 system. The incident occurred in (B)(6). The intermittent power loss of the pump has previously occurred on the same pump on (B)(6) 2022 for which a dedicated medwatch was submitted. That issue was caused by port 10 on the ep pack. Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 system pump stopped during procedure. There is no report of any patient injury.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. It was due to a defective port 10 in the s5 electronic and power pack. In order to solve it, the pump control panel was switched from port 10 to port 12. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Most likely root cause of the reported event was a defective channel of the electronic and power pack to which the involved pump was connected.

Event description:
See initial report.